Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump's keypad was unresponsive and numbers were scrolling on the display. Caller also reported receiving a sensor error. The customer stated that the device was exposed to sweat prior to this issue. Blood glucose level at the time of the incident was 101 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
No unexpected scrolling of numbers anomaly or sensor error alerts noted during testing. The insulin pump passed pump self-test and displacement test. The insulin pump had an intermittent button response on the act button due to corroded keypad traces noted. The insulin pump had cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads. The insulin pump had moisture damage on all electronic assemblies and motor assembly.